Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the inter tubing was kinked/buckled, and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that during implant, the helix was extended, then retracted and would not extend again. The physician attempted more than 20 rotations to try to extend the helix. The lead was attempted, but not implanted and a new lead was used. No patient complications were reported as a result of this event.